Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unexpectedly shutdown twice. It was later reported to a getinge field service engineer (fse) by the customer's nurse that the tubing became disconnected while preparing to use the iabp on he patient. The nursing personnel reconnected the tubing, but did not perform autofill, so the iabp would not augment. Nursing personnel restarted the iabp, which then worked correctly. The tubing again became disconnected, and after reconnecting it, nursing personnel restarted the iabp. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the issue was corrected via telephone communication with the customer's biomed and nurse. The fse notified the customer that if the tubing becomes disconnected an autofill must be performed. The fse also recommended the customer contacting their clinical representative with any clinical questions.

Manufacturer narrative:
Analysis of production: (3331/114) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unexpectedly shutdown twice. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unexpectedly shutdown twice. It was later reported to a getinge field service engineer (fse) by the customer's nurse that the tubing became disconnected while preparing to use the iabp on he patient. The nursing personnel reconnected the tubing, but did not perform autofill, so the iabp would not augment. Nursing personnel restarted the iabp, which then worked correctly. The tubing again became disconnected, and after reconnecting it, nursing personnel restarted the iabp. No patient harm, serious injury or adverse event was reported.